Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen for implant, using 8f amplatzer torqvue delivery system. During deployment, the device deformed to cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and a replacement 9mm amplatzer septal occluder was successfully implanted. The patient was discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, images were received from the field and appeared to show the device deformity. However, it could not be confirmed as there was no cobra deformity during the returned device analysis. The cause of the reported incident could not be conclusively determined. It is possible that using a larger delivery system could have contributed to the reported event, however, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.